Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported their cgm reading was 40 mg/dl. Based on the cgm readings, the patient consumed 3 liters of cacao. On (B)(6) 2026 the patient took a blood glucose measurement of 596 mg/dl. The patient felt tired, thirsty, and called her caregiver in a panicked state for assistance to inject insulin. The patient confirmed that she could not self-administer insulin on her own. The caregiver injected 12 units of insulin at 01:00 am and 6 units more at 5:40 am (novorapid). After treatment the patient was reportedly in good condition with their blood glucose decreasing to 246 mg/dl and cgm reading 51 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d and c zones of the parkes error grid. No additional details or treatment information is available.